Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (service code displayed) was confirmed. Upon investigation the monitor displayed a service code 2013 (pulse test fault). The cause for the failure was isolated to a thermally damaged c10 capacitor on the computer/analog pca. The root cause for the damaged c10 capacitor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was displaying a service code.